Event description:
It was reported that the patient¿s ilet insulin pump was accidentally dropped into water and subsequently became unresponsive, presenting a black screen with a spinning blue circle for over an hour, consistent with a restart that did not resolve; the issue aligned with an unresponsive user interface and involved the touchscreen component. Symptoms included hyperglycemia reaching 250 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software problem associated with an unresponsive interface affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.